Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Attempts to obtain further information were unsuccessful. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
Acumed received a complaint via the "contact us (customer product feedback)" form. The following was reported: we have a patient wishing to proceed with a ws-1406st to be removed 1.5 y. Post surgery for treatment of a volar fracture. Pt. States remodeling interference and complains of diminished function in; watch wearing, flex interference and ligament drag. Please advise on efficacy success with the procedure." The subject line of this message was "ws-1406st", which is the part number for an acumed guide wire. Attempts to obtain further information/clarification were made to no avail.